Manufacturer narrative:
The pipeline flex braid remains implanted in the patient and the pipeline flex delivery system was discarded by the facility. As a result, product analysis cannot be performed and the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received information that upon deployment, the proximal segment of the pipeline did not open completely. The pipeline flex device was used to treat the patient's amorphous aneurysm located at the curve of internal carotid artery (ica) ophthalmic segment. It had max diameter of 3.49mm and neck diameter of 2.48mm. The landing zone artery sizes were 3.88mm distally and 3.68nn proximally. The patient's vessel tortuosity was described as moderate. When two-third of the pipeline was deployed, the proximal segment of the pipeline did not fully open. The deployed pipeline was 80% open at the proximal segment. The pushwire was reportedly used to ¿massage¿ the pipeline but it did not open completely. Balloon angioplasty was performed for the patient and the pipeline achieve 100% opening. Post procedure imaging revealed well deployed pipeline with good wall apposition. No injury to patient.